Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 and 500 mg/dl at the time of the incident. Another blood glucose level was 100-200 mg/dl. Sensor did not calibrate. Blood glucose reading and sensor reading were big difference. Tape was not sticking. The customer declined troubleshooting for high blood glucose. The insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump passed self test. The device will not be returned for analysis.